Event description:
A physician reported a hakim valve (B)(6) was implanted via l-p shunt on (B)(6) 2014 with a set pressure of 120mmh20. The valve was used with the silascon lumbar catheter ((B)(4)). Underdrainage was observed, therefore, the valve was removed and replaced on (B)(6) 2022. During the operation the water flow of the removed valve was checked, and obstruction was confirmed. The lumbar catheter was also removed, and three ruptures were found in the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID ns9008) was returned for evaluation: device history record (DHR) - lot crfb3l, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism just wiggled a little bit during the programming process. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the tests for occlusion, reflux, siphon guard and pressure. The valve was retested for programming, the valve failed the test, the cam mechanism wiggled a little bit during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the cam mechanism and on the base plate. The cam magnets were controlled and failed. No root cause could be determined for the occlusion issue reported by the customer as no occlusion was found during the investigation. The root cause for the programing issue found during the investigation is due to the abnormal polarization of the cam magnets the root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. The possible root cause for the occlusion issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusions were noted.

Event description:
N/a.